Event description:
The air eliminating filter on this tubing leaked while chemo was being primed through the filter. Leaked through the air vent.follow up information: chemo was noted leaking from the air eliminating filter. No other lots were checked. The manufacturer has received the devices and has sent them for testing.